Event description:
It was reported that the pump makes a clunking noise now and has a motor running error. When the pump was taken apart by customer grease was identified, a long scratch on the inside, and broken wire for the lcd.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated motor not running was recorded in history. During analysis, the reported issue of motor rate was able to be duplicated. The motor rate sensor was stuck on 'false' during motor drive test. Did not hear any clunking noise and pump ran at normal noise level at 300 ml/hr. The red lcd wire was broken off. Service placed main board into the extrusion slot, replaced lcd, performed power up process, pm, occlusion test and all functional tests which passed.